Event description:
The customer reported that following a radiology procedure, a vasoseal vhd kit size 2 was deployed. It was reported that the collagen was inserted intra-arterially and that the patient was taken to surgery for removal of the collagen plugs. The patient was reported to be in stable condition following surgery. No further complications were reported.